Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up 02/09/2016: customer reported that pump powered off, and subsequently, experienced a blood glucose (bg) level of 300 (mg/dl) and trace ketones. Customer corrected bg level with injectable insulin, and 1 liter of IV saline administered by friend. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 40% to 20% while the pump was charging. There was no reported impact to the customer's blood glucose (bg) level. Customer indicated that backup insulin therapy was available.